Event description:
It was reported that a significant increase in pacing impedance and capture thresholds was observed on the right ventricular (rv) lead. The patient was pending rv lead extraction and replacement. The patient was stable.

Event description:
New information received notes the right ventricular (rv) lead was explanted and replaced. The patient tolerated the procedure well and was stable before, during and after the case.

Manufacturer narrative:
The reported events of unacceptable threshold and high pacing lead impedance were not confirmed. As received, a partial lead was returned in one piece found extended, bent, and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies except for procedural damage.